Event description:
Additional information: it was reported that the patient expired on (B)(6) 2017 due to cardiogenic shock and hemolysis. The healthcare professional reported that the outcome was related to the lvad device or therapy.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient presented to the emergency room and was admitted to the intensive care unit (ICU) in cardiogenic shock. Lactate dehydrogenase (ldh) was greater than 5000 u/l. The patient had elevated lfts, ast was 4880 and alt was 2700, total bill was 3.5, and initial lactic acid was 8.8. Creatinine was also elevated and ua negative. Inr was 5.8 upon admission and had been 2.5 on (B)(6) 2017. The patient¿s inr goal was 2.5-3.5. It was reported that the patient overall had general issues with compliance and would not have inr checked on a regular basis. The patient had an episode of hemolysis on (B)(6) 2017 with ldh stable in the 200-300 u/l range with the highest being 425 u/l prior to this event. An echocardiogram (echo) showed dilated left ventricle (lv) and aortic valve opening every beat. The right ventricle (rv) and inflow weren't well visualized but rv function was reportedly thought to be poor and there was no apparent inflow obstruction. The patient was supported with milrinone and phenylephrine for hemodynamic support, lasix for volume removal, and heparin for elevated ldh. It was reported on (B)(6) 2017 the patient remained on all of those medications. The patient did not require ventilator support and remained in the ICU. On (B)(6) 2017, it was reported that the patient was still in the ICU and not doing well. The lvad clinician reported the possibility of sending the patient home with hospice. The patient was not a candidate for pump replacement due to compliance issues. At the time of the event, the patient also had a system controller alarm. The lvad clinician reported not feeling that it was safe to exchange the system controller due to the likelihood of pump thrombus and potential to dislodge the clot.